Manufacturer narrative:
Additional information provided in: b5 describe event or problem, h6 impact codes. Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risks associated with photoselective vaporization of the prostate procedures and are noted as such in the device instructions for use. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the delivery device instructions for use (IFU) was reviewed. The patient symptoms of urinary retention and bladder neck contractures were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.

Event description:
It was reported that after undergoing a photoselective vaporization of the prostate procedure, the patient experienced bladder neck contractures and urinary retention. A transurethral resection of the prostate procedure was performed to treat the bladder neck contractures. The patient has since fully recovered.

Manufacturer narrative:
Additional manufacturer narrative: date of event, exact date of event was not provided. Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risks associated with photoselective vaporization of the prostate procedures and are noted as such in the device instructions for use. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the delivery device instructions for use (IFU) was reviewed. The patient symptoms of urinary retention and bladder neck contractures were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.

Event description:
It was reported that after undergoing a photoselective vaporization of the prostate procedure, the patient experienced bladder neck contractures and urinary retention. The patient has since fully recovered.